Event description:
Customer reported a malfunction alarm identified as "malf 15" after experiencing an issue where the dexcom g7 sensor did not display data, though it functioned on the app. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for the pump to be replaced, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode for return. The customer agreed to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery. The problematic pump will be sent back to tandem using a pre-paid label within ten days.